Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving 15 mg/ml morphine at 6.1 mg/day via an implantable pump for chronic low back and spinal pain. On (B)(6) 2016, it was reported that the patient had been experiencing persistent headaches since (B)(6), around the time of the pump replacement. An MRI was done of the patient¿s head which indicated nothing abnormal according to the patient¿s healthcare provider (hcp). The hcp reportedly stated that the patient had been having trouble with high blood pressure and believed that it may be a factor but, because the patient was correlating the headaches with the time of the replacement, wanted to do a work up. A dye study was performed on (B)(6) 2016 during which the hcp could not aspirate the catheter. A recent MRI revealed that the catheter was intrathecal, but the tip was not evaluated. The patient¿s medical history included hypertension and compression fractures. The patient¿s concomitant medications included an unknown blood pressure medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.